Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Half of the paper had broken off of the string and was left behind- vagina [foreign body in reproductive tract]. Half of the paper had broken off [device breakage]. When I removed it, only half the paper was on the string..broken off and was left behind [complication of device removal]. Case narrative: consumer reported via e-mail that only half the paper was on the string during removal. No serious injury reported.

Event description:
Half of the paper had broken off of the string and was left behind- vagina [foreign body in reproductive tract] . Half of the paper had broken off [device breakage]. When I removed it, only half the paper was on the string..broken off and was left behind [complication of device removal]. Case narrative: consumer reported via e-mail that only half the paper was on the string during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Half of the paper had broken off of the string and was left behind- vagina [foreign body in reproductive tract] half of the paper had broken off [device breakage] when I removed it, only half the paper was on the string..broken off and was left behind [complication of device removal] case narrative: consumer reported via e-mail that only half the paper was on the string during removal. No serious injury reported.